Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h22085 and h13i18057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Four days after the onset of peritonitis, the patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. The patient was discharged from the hospital two days later and recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 5.